Event description:
A call was made to the customer to follow up on previous calls she made for high blood glucose levels. The customer stated that she has had to call the paramedics three times due to low blood glucose levels. The customer stated that she was unable to hear the insulin pump alerts at the time, and had the insulin pump replaced. Advised the customer that the insulin pump can be set to vibrate. The customer stated that she has an appointment with her insulin pump trainer soon. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.